Event description:
It was reported that the customer has passed away. The cause of death was heart attack. The customer's blood glucose at the time of death was unknown. The last recorded blood glucose is also unknown. The spouse stated that the customer was sick for a while. The customer was a kidney recipient and had it for approximately thirteen years; she got the transplant in 2000. The spouse stated that the customer had seen a doctor prior to death for back and hip pain. The spouse stated that he was out at the time and when he returned, the customer was on the floor and the insulin pump was near her. The spouse stated that his niece went online a saw several places that would take the diabetic materials and as far as he knows the insulin pump was supposed to be donated to a clinic where they live. On (B)(6) 2015 the legal department was contacted by the attorney/ legal representative of the decedent's family alleging death due to hypoglycemic event, resulting in cardiac arrhythmia, causing death.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.